Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00295.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report one of two for this event.

Manufacturer narrative:
G4 (on initial 3012447612-2020-00294): (B)(6) 2020. Correction to g4 (on initial 3012447612-2020-00294), b6 and b7. Additional information: b7.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report one of two for this event.

Event description:
It was reported that a patient underwent a revision surgery to remove a plate and screw that were found to have disassembled and migrated postoperatively. Posterior supplemental fixation was added to complete the case. It was reported that there was no fusion present at the time of the revision but no additional patient impacts were reported. This is report one of two for this event.

Manufacturer narrative:
The complaint is confirmed for one returned timberline plate for the failure of mechanical failure leading to migration and revision surgery. Medical records were not provided for review. Device evaluation: the specified identity of the returned device was confirmed to match this pce and the device was examined. A visual inspection of the plate was performed and found the set screw had sheared off and was not returned. The complaint is confirmed. See attached photos. Potential cause: root cause was unable to be determined. It's possible that the set screw detachment from the cage and plate may have allowed the screw to back out. It's also possible that there could have been external factors related to the patient (such as bone quality or physical movement) or purchase of the screw in the bone when initially installed that may have contributed to the migration. However, as more details aren't available, the cause of migration/backing out cannot be conclusively stated. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment.